Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) using an indigo system aspiration catheter 6(cat6). During the procedure, while attempting to advance the cat6, it became stuck inside of a non-penumbra sheath. Consequently, the cat6 was observed to have multiple kinks and became stretched. Therefore, the cat6 was removed and the physician decided to end the procedure. There was no report of an adverse effect to the patient.